Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device though the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the extrusion. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. The explanted device has not been received for investigation yet.

Event description:
The recipient was brought to the department with a fully extruded device. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was brought to the department with a fully extruded device. The recipient has been explanted.